Event description:
It was reported that the vns patient¿s device showed high impedance. The patient had recently experienced a forceful arrest from the police after having a seizure. No known interventions have occurred to date. Further follow-up revealed that the patient was airlifted to the emergency room on (B)(6) 2014 due to problems with her device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent lead replacement surgery on (B)(6) 2014. An implant card was received indicating that the reason for lead replacement was lead discontinuity. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Further follow-up revealed that the patient was in a post-ictal phase during her encounter with the police. During the encounter, the patient was tased by the police.